Event description:
Boston scientific crm received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2500 ohms with noise and increased thresholds as well. A lead revision is scheduled for later in the day. There were no adverse patient effects reported.

Manufacturer narrative:
As of this report, the lead has not been returned. Should this lead get returned or should additional information become available, this event would be updated.